Event description:
The patient¿s pump and catheter were explanted due to infection on (B)(6) 2014. The patient¿s status at the time of the report was alive with no injury. The medication infused was not specified. It was later reported that the patient had signs of infection including fever and pain unrelated to the device. It was unclear if the infection was related to the infusion therapy. A culture was taken but the results were not known. Meningitis was also noted. As of (B)(6) 2014 the patient was reportedly an inpatient in the hospital.

Event description:
Additional information later reported the patient had a ¿severe dural tear¿ of unknown cause that lead to a chronic csf leak and that was how the patient got meningitis. Per the hcp they did not know what caused the tear and there was no way of knowing. The pump and catheter were removed and there were no plans to replace. The patient had recovered and was doing well. The patient was able to ambulate and no permanent issues were noted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).